Event description:
Same case as MFR report #: 2134265-2010-00098, 2134265-2010-00099, 2134265-2010-00100. It was reported that during a rotational atherectomy procedure, erratic speed issues occurred. The lesion being treated was located in the moderately calcified left anterior descending artery. The physician used a 1.5mm rotalink burr without difficulty. During preparation with the first 2.0mm burr, the physician noted that the speed could not reach normal operating speed and exchanged the bur for another 2.0mm burr. The physician encountered similar difficulties with the second 2.0mm burr not reaching speed, however, chose to use it. During ablation, the floppy rotawire guide wire broke at the handshake connection (outside of the patient) and the speed jumped to 200,000 rpms. There was no patient consequences, and the devices were removed without incident. The procedure was continued with balloon dilation and stenting, and no patient complications were reported. Patient status was reported as 'fine'.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).